Event description:
Reporter indicated that vns pt was explanted due to infection at the chest incision site. The pt was hospitalized during which time the infection was treated with IV antibiotics and d&c procedure. The infection did not resolve, leading to explant of the entire ncp therapy system.